Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change out procedure. During a pre-operative device check, the patient experienced shortness of breath and fatigue. Possible pacemaker syndrome was noted. Upon interrogation, the pacemaker exhibited backup vvi operation. A firmware download was successfully performed. The device was explanted and replaced. The patient was stable.